Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. A follow up MDR will be submitted when if additional information is obtained. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection occurred in the common carotid artery (cca) upon arterial sheath insertion which led to a conversion to a carotid endarterectomy procedure. The procedure was completed successfully with no health consequences or impact to the patient.